Event description:
A (B)(6) female pt contacted zoll customer support to report service code 102 - charge profile fault. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. The cause of the code 102 is an open resistor r45 on the defibrillator board. R45 controls the rate of charge of the high-voltage capacitors. The cause of the open resistor is excessive current. The cause of the excessive current is a detached negative lead at the solder pad of high-voltage capacitor c22. The cause of the fractured connection is likely mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.